Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some farfield oversensing of the ventricular activity in the right atrial (ra) channel that caused atrial tachy response (atr). Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.